Event description:
It was reported that patient had driveline disconnect alarm. On further examination, a driveline disconnect alarm was seen on (B)(6) 2023 at 12:13:56, accompanied with other alarms (com a fault, com b fault, pump stop, low flows). Vad spoke with the nurse that was working with the patient on (B)(6) 2023. They reported that they did not unplug the driveline from the controller. They were in the middle of changing power sources when an alarm was heard, and they quickly re-plugged the power source (battery) back in. The patient had been in recovery, after a procedure, for 14 minutes when this event occurred. The log file confirmed the reporter pump stop/driveline disconnect events on (B)(6) 2023 at 12:13pm, which appears to be related to an electrostatic discharge (esd) event. The controller is performing as designed by immediately re-starting the pump. The pump was off for approximately 6 seconds during this reset. The log also captured a few sustain and unsustain low flow alarms with high pi on (B)(6) 2023 from 09:39-10:04am. The submitted event log files ((B)(4)) captured a driveline disconnect event that appeared consistent with a physical disconnection of the driveline. Additionally, the file did not capture a disconnection of 14 v batteries during or just after the driveline disconnect event. Related controller is reported under MFR# 2916596-2023-06221.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a brief driveline disconnect/reconnect. Transient low flow alarms that were reportedly due to the patient¿s clinical presentation were also observed. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the low flows could not be conclusively established through this evaluation. The patient had been in recovery after a procedure unrelated to the lvas. It was then noted that the patient had a driveline disconnect alarm on (B)(6) 2023. The nurse working at that time reported hearing an alarm in the middle of changing power sources and quickly re-plugged in the 14-volt battery. It was reported that the low flow alarms correlated to the patient¿s acute phase of clinical presentation and were not of concern. The low flow alarms resolved when the patient¿s flow increased. The submitted log files were reviewed and confirmed a 7 second driveline disconnect on (B)(6) 2023 with pump power decreasing to 0 watts and a corresponding loss of communication between the pump and controller. Low flow, driveline disconnect, and lvad (left ventricular assist device) off alarms were captured during the brief driveline disconnect. The pump otherwise operated at the set speed without issue. It was noted that routine power source changes were captured in the log file. Intermittent low flow events were captured with transient low flow hazard alarms on (B)(6) 2023. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 also includes instructions for replacing the current system controller. Section 7 "alarms and troubleshooting" outlines system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 1 ¿introduction¿ of the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 provides an explanation of pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 2 ¿how your heart pump works¿ includes instructions for replacing the current system controller and cautions: do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm and low flow hazard alarm, and the proper actions associated with them. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the cause of driveline disconnect was unknown.